Event description:
The hcp reported the pt was "unhappy with outcome." The hcp was questioning if the pump was working properly. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.